Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The device was returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to low flow alarms that began (B)(6) 2016. The patient reported that the alarms only occured when turning on to their right side. A ramp speed echocardiogram (echo) on (B)(6) 2016 revealed a left ventricular end diastolic diameter (lvedd) of 7.3mm. Despite increasing the lvad speed to 11,000 rpms, the left ventricle did not unload. The inflow conduit position was reportedly not optimal. The patient underwent a pump exchange on (B)(6) 2016. Upon explant, a small clot was noted on the inflow conduit. Unspecified findings were noted on the outflow graft but it was reported that no clots were observed.

Manufacturer narrative:
Additional information: the report of low flow alarms was confirmed based on the evaluation of the submitted log file. The evaluation of the returned pump identified an adhered deposition of heart tissue along the proximal edge of the inlet tube. No other depositions or device-related issues were identified. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were returned detached from the pump. The outflow elbow was returned attached to the pump¿s outlet port. The proximal edge of the inlet tube revealed an adhered deposition of heart tissue. This deposition did not appear to have affected proper surface washing as there was no evidence of developed depositions or thrombus formations within the lumen of the inlet tube; however, this deposition could be consistent with the report that the inflow cannula position was ¿not great.¿ based on the manufacturer¿s past complaint experience and similar reported events, the misalignment of the inflow conduit can lead to issues like low flow alarms, such as those that were confirmed through the analysis of the submitted log file, as well as inadequate left ventricle unloading. Additionally, a piece of felt was observed within the inlet tube. This felt appeared to have fallen into the inlet tube during the explant procedure as it would have been sucked into the pump if it was present during support. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel on 08/22/2016 stating that prior to admission, the patient did not show any clinical signs. There was no warning signs, the patient did not have elevated lactate dehydrogenase level, and pump power values were not elevated, the patient just had low flow alarms. It was also reported that in response to the reported event, 3d computed tomography (CT) scan, ramp echocardiography (echo), and transesophageal echocardiography (tee) studies were performed. The CT scan performed on (B)(6) 2016 indicated that the left ventricular assist device (lvad) was seen in appropriate position. Partial filling defect seen within the outflow tract of the lvad, worrisome for thrombus. Intraluminal filling defect partially seen in the right pulmonary artery, suggestive of acute pulmonary embolus. The echo performed on (B)(6) 2016 indicated that the lvad is in place with baseline speed of 9200 rpm. The aortic valve opens with every beat. There appears to be a normal lvad flow. The hospital personnel also indicated that the photographs taken during the pump exchange will not be sent to the manufacturer.